Event description:
The complainant reported that the clinicians were performing an arteriogram procedure on a male pt. During the procedure, the physician was accessing the femoral artery in the pt's left groin. As the dr was entering the soft tissue, the radiopaque marker became detached from the introducer. Another dilator was obtained, which successfully retrieved the detached marker. Another device was obtained and the pt procedure was concluded. The complainant indicated that there were no further pt complications as a result of this issue, and that the pt is doing fine. Boston scientific territory mgr met with the complainant subsequent to the reporting of the problem; the complainant was advised that the directions for use (dfu) for this product states the following: caution: device should be used for non-vascular procedures only. The complainant reported that the medical staff has been advised of the caution advisory contained in the dfu.

Manufacturer narrative:
A device history record review was performed. The review revealed no issues that could be associated with this incident. In addition, a lot history search was performed and found no other complaints have been reported from this lot. This customer complaint could not be confirmed, as the device was not returned for investigation. Based on the info rec'd from the customer and a review of the 2007 accustick product family trending chart, the root cause of this complaint has been determined to be mfg error. The 2007 accustick product family trending chart was reviewed and the product family is at or above the complaint alert limit, but did not show a negative trend. A CAPA has been opened to address the detachment of the radiopaque marker. This type of failure mode is monitored on a monthly basis.